Event description:
It was reported that the right ventricular (rv) pace/sense lead exhibited high impedance and noise, which lead to the patient receiving an inappropriate shock from the rv epicardial defib lead. The pace/sense lead was explanted and replaced. During the replacement procedure, the rv epicardial defib lead failed defibrillation threshold testing, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4968 implantable pacing lead - (B)(6) 2007, 6721m implantable tachy lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) pace/sense lead exhibited high impedance and noise, which lead to the patient recieving an inappropriate shock from the rv epicardial defib lead. The pace/sense lead was explanted and replaced. During the replacement procedure, the rv epicardial defib lead failed defibrillation threshold testing, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.